Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was recharging the ins's today and both ins's got to 75% battery charge level. The patient then wanted to charge them and spent 30 minutes charging and it never changed to fully charged. The patient had good coupling while charging. The patient was expecting too much too fast for the charging. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Based on additional review of event the initial MDR was filed as manufacturer¿s report# 3007566237-2017-03866. Based on additional information received, the correct manufacturing site was # (B)(4) if information is provided in the future, a supplemental report will be issued.